Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was not available because the call was disconnected unexpectedly. The customer's mother stated that he had to change the infusion set 4 times since last night. The customer treated with manual injection, which did bring the blood glucose levels down, but the insulin pump was unable to keep them down. Nothing further reported since the call was interrupted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.